Event description:
It was reported that the customer was hospitalized after suffering a heart attack caused by hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The case on the insulin pump was cracked. After testing, it was concluded that the device operated within specifications.